Event description:
Beckman coulter inc. (Bec) contacted this customer on (B)(4) 2011 via the troponin (accutni) marketing survey program (msp) customer contact program. The customer indicated some occurrences of non-reproducible false positive accutni patient results. The erroneous results were not reported outside of the laboratory. The customer was requested but declined to provide actual patient data. The customer did not report any injury or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The customer indicated that they have a procedure implemented to verify unexpected results prior to reporting results outside the laboratory which includes repeat analysis of all accutni samples values greater than 0.05ng/ml on an alternate instrument prior to reporting results. The customer indicated that pre-analytical sample handling may have contributed to these events. The centrifugation procedure at the customer's lab has been changed from stat spin centrifuge process to a larger centrifuge. Per customer, the larger centrifuge process decreased discrepant accutni results issues. Also, the customer indicated that possible hardware issues for which the pipettor was replaced may have contributed to the event. The unit is currently performing within qc specifications.